Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, missing reservoir tube o-ring, broken battery cap.

Event description:
The customer reported via phone call that the insulin pump had damage on reservoir compartment and plastic body was chipping off. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. The customer stated the location of damage was reservoir compartment, o ring and scratches on screen. The customer was assisted with troubleshooting and reported that the reservoir lip ring was damaged, however reservoir was able to lock in place into the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.